Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 600 mg/dl and felt extremely drowsy due to an alleged loss of prime. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient received a loss of prime warning at night and did not prime until later. It was also noted that the patient inserted cold insulin into cartridge, and the cartridge had expired. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of user error.